Event description:
A biomedical engineer reported the light source keeps shutting down. The system was switched out and the case was completed. There was no pt impact, delays or cancellations reported.

Manufacturer narrative:
The system was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).